Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time of 21.8 seconds, yet the battery status indicator remained at middle of life 2 (mol2) when it should have declared elective replacement indicator (eri). Three subsequent capacitor reforms were performed, resulting in charge times of 19.2 seconds, 18.2 seconds, and 20.0 seconds. Following these reforms, however, the device remained at mol2. Per device labeling, two charge times exceeding 18 seconds in duration, if observed within a 24 hour period, will trigger eri. A guidant technical service consultant discussed the possibility of MRI or radiation exposure as the source for the observation. In addition, a save-to-disc was requested to be sent for evaluation.